Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: .an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report was received about a shaft that is connected to the handle of an impactor device model cor/tri anterior stem insert shaft (reusable device) that broke when the surgeon hammered on the impactor during a hip replacement surgery at the hospital. According to the report, the device was replaced with another during the surgery and the surgery was completed successfully. According to the report, in an x-ray taken after the surgery (which we did not receive for review), an unidentified object can be observed in the patient's body which according to the report may be metallic and a suspicion was raised by the medical staff that this is part of the tip of the aforesaid handle shaft that broke during the surgery. From an inquiry made with the surgeon, we were informed that he does not intend to remove the object.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. (B)(6) 2024: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product 259807440 / pg266757 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product 259807440 / pg266757 combination.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : on 4.12.23 a report was received about a shaft that is connected to the handle of an impactor device model cor/tri anterior stem insert shaft (reusable device) that broke when the surgeon hammered on the impactor during a hip replacement surgery at the hospital. According to the report, the device was replaced with another during the surgery and the surgery was completed successfully. According to the report, in an x-ray taken after the surgery (which we did not receive for review), an unidentified object can be observed in the patient's body which according to the report may be metallic and a suspicion was raised by the medical staff that this is part of the tip of the aforesaid handle shaft that broke during the surgery. From an inquiry made with the surgeon, we were informed that he does not intend to remove the object. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the cor/tri ant stem insert shaft was broken from the tip, the broken fragment was not returned for evaluation. However without a x-ray we cannot confirm that a fragment has remained inside the patient. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: on 4.12.23 a report was received about a shaft that is connected to the handle of an impactor device model cor/tri anterior stem insert shaft (reusable device) that broke when the surgeon hammered on the impactor during a hip replacement surgery at the hospital. According to the report, the device was replaced with another during the surgery and the surgery was completed successfully. According to the report, in an x-ray taken after the surgery (which we did not receive for review), an unidentified object can be observed in the patient's body which according to the report may be metallic and a suspicion was raised by the medical staff that this is part of the tip of the aforesaid handle shaft that broke during the surgery. From an inquiry made with the surgeon, we were informed that he does not intend to remove the object. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the tip had broken off the cor/tri ant stem insert shaft and the broken fragment was not returned for evaluation. Examination of the broken surface found lines consistent with a fatigue failure. No x-rays were provided so it was not possible to confirm that a fragment remained inside the patient. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces such as repeated off-axis impaction over the lifetime of the device resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. The reported condition (breakage) was confirmed as the tip was found to be broken but the investigation found no indication that a design or manufacturing issue contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.